Manufacturer narrative:
Date of event: exact date unknown, event occurred six months after the implant date. Implant date: (B)(6) 2007.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.